Manufacturer narrative:
No complaint was received with the return of the device. As received, a partial lead was returned in two pieces measuring 33.5cm connector portion and distal portion 20.5cm/16.5cm/15.1cm. Failure event observed during analysis. Final analysis found external insulation abrasion at 23.8cm to 24.5cm from the connector pin breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. During electrical testing the lead was shorting due to procedural damage at the distal region of the lead.

Event description:
This report is to advise of an event observed during analysis.